Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported capsular contracture, baker grade unknown. This record is for the right side. Device remains implanted.

Manufacturer narrative:
Device evaluation: the device related to the reported events capsular contracture and anxiety - product/ procedure was received on november 21,2025 with lot number 2554592. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. Anxiety - product/ procedure: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (crease wear abrasion and deformation) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Patient reported right side "pain in my breast", "hardened", "a capsule has formed" and "limiting my mobility". Patient later reported "recall", "pain caused by pronounced capsular fibrosis", "fear that the implants could trigger cancer", "increasing pain related to tissue encapsulation", capsular contracture baker grade iii, pain, capsular fibrosis, severe fibrosis, small chronical inflammation, no sign of acute inflammation. Device was explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Patient later reported capsular contracture, baker grade iii, pain, capsular fibrosis. Device has been explanted and replaced with another manufacturer's device.